Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace breath delivery unit (bdu) printed circuit board (pcb). The customer reported to have followed the tse recommendations and service engineer upload the operational software. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 vent had a device alert alarm while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.